Event description:
A steerable guidewire crm was inserted through the left ventricular lead for placement in the coronary sinus. The physician was unable to visualize the wire through the distal portion of the lead. First the physician attempted to remove the wire from the lead. She was unable to do so. The lead with the wire were removed from the body. The wire was not found to be beyond the tip of the lead. The physician then attempted again outside of the body to remove the wire. She encountered some resistance. She was able to extract the wire. Observation of the wire note the distal end approximately 12-14 cm to be spirally coiled. Upon the splitting of the 9f pressure product safe sheath ceiling adapter another portion of the wire was found, also spirally coiled. The two ends of the wire were approximated and compared to a new wire and the length was comparable. The lv lead was placed the pt left the procedure table and returned to a monitoring unit for overnight telemetric monitoring.